Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI#: (B)(4). Note 1: meter serial number as documented is missing one digit - contacted customer regarding serial number missing a number, but has already shipped back the meter and no longer has it for verification. Note 2: manufacturer contacted customer to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that is comfortable with results from the replacement.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer's expected fasting blood glucose test result range is 144 - 160 mg/dl. Customer stated that she is also concerned with the much higher results. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call a back to back blood test was performed by the customer non-fasting and produced test results of 218 mg/dl and 253 mg/dl using the meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 08/31/2020 and test strips were opened within the last month. The meter memory was reviewed for previous test result history: (B)(6).